Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the dynamic hip system (dhs) screws did not fit into the dhs plate during a procedure on an unknown date. The screws were tried with a different dhs plate and the results were the same. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The positioning groove of the screws has been widened up due to inadequate handling. The groove is expanded and damaged and therefore, the plate does not pass the slotted end of the dhs-screw. In order to ensure a correct load transfer and to prevent such occurrence, it is very important to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the wrench 338.300. The manufacturing records were reviewed and no complaint related issues were found; the implants conform to our specifications.